Manufacturer narrative:
A visual inspection of the returned device revealed that the clevis was found detached from the coil, the coil was extended, one cutter was bent and the pull wire was broken. The damaged cutter was caused by a physical bending/torsional motion against a hard surface. Both pull wires fractured because of a reverse bending overload moment. The cause of the malfunction is undetermined; however, it is attributable to procedural use. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2006 that a radial jaw hot single-use biopsy forceps was used during a polypectomy procedure performed the same day (patient gender, age, and weight are unknown). According to the complainant, while advancing the radial jaw hot single-use biopsy forceps, " the metal jaws (distal end) became stuck. It is suspected this was due to the forceps being opened while being advanced through the scope. When the physician tried to remove the forceps from the scope (with force), the metal tip and forcep catheter separated leaving the jaws in the scope working channel. The metal jaws were retrieved using small artery forceps." There were no patient complications reported as a result of this event.